Manufacturer narrative:
The received device had the cannula assembly fully deployed. The cannula measured the correct full length according to specification, however, the exposed portion of the soft cannula was found bent. Although damage was observed to the soft cannula, the timing and cause of the damage is unknown. The download data does not show any timeouts or drive stalls during the run. It could not be determined if this damage contributed to the cannula dislodging. Inspection of the cannula assembly found no other evidence of any damage or manufacturing deficiencies that would result in the cannula to dislodge. A root cause for the reported dislodged cannula could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 462 mg/dl while wearing the pod between 4 and 24 hours. The cannula dislodged from the infusion site (hip/buttocks). As treatment for hyperglycemia, a manual injection of insulin was delivered and a new pod was applied.